Event description:
It was reported that within a couple months of implant, the atrial lead exhibited poor sensing and a loss of capture. The lead was found to have dislodged. The lead was removed and inspected, during which the physician was unable to fully retract the lead, and the helix appeared to be distorted. The lead was not replaced, and a new lead was implanted. The patient is enrolled in the surescan pas clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, implantable pacing lead - (B)(6) 2013. (B)(4).